Event description:
It was reported that in clinic, pauses were observed on an electrocardiogram. The pulse generator exhibited ventricular oversensing. The ventricular sensitivity was adjusted which resolved the issue. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.